Event description:
It was reported that about one month ago surgeon locked at xray and surgeon said implant appeared to be bent but not broken at juncture. Mechanical failure happened to the implant as it broke at the threads of the stem where it enters the femoral component.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.